Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
Complaint was reported as the following: complaint alleges that the insulation started to peel off the blade surface after a few uses. No pt injury reported.